Event description:
Shockwave coronary intravascular lithotripsy catheter was attempted to be used and once inside the patient there was an error code 88 that appeared on the console of the shockwave. FDA safety report ID #(B)(4).